Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter, performed on (B)(6) 2022. During the procedure and inside the patient, when the pusher was inserted inside the tip of the stent, it was noticed that the stent was ripped/torn. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent was torn.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter, performed on (B)(6) 2022. During the procedure and inside the patient, when the pusher was inserted inside the tip of the stent, it was noticed that the stent was ripped/torn. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent was torn.

Manufacturer narrative:
Blockh6: medical device problem code a0414 captures the reportable event of stent torn material inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the suture hole and tip was torn. A photo attached on complaint and there you can see that suture hole is torn. A functional evaluation noted that a mandrel of 0,038" pass through stent without resistance. Additionally, the suture hole was not returned. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it was found that the device suture hole and tip of the bladder were torn. Additionally according to the evidence, it is possible that operational factors, interaction of the device with the suture string such as manipulation or excess of force applied during it use, could have caused the torn observed, besides the torn on the tip could be caused by when stent was pushed up with the pusher/positioner over the guidewire or when the stent was used, excess of force applied during it used. Consequently, affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.